Event description:
Customer called to report moisture damage to insulin pump due to being dropped in water. The blood glucose reading was 82 mg/dl. Customer also stated that the insulin pump has a crack in it. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronics.